Manufacturer narrative:
Occupation: other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that the patient underwent a 2 level reform ti and shurfit tlif case (l2 - l4) performed on (B)(6) 2020. Per the surgeons technique, he placed the reform ti screws in first, distracted the l2-3 disc space with a lamina spreader, cleared the disc with general surgical instruments (kerrisons, pituitaries, shavers), and then inserted the 6mm shurfit tlif trial and then the 8mm shurfit tlif trial without any issues. Based on the 8mm trial sizing, he then inserted the tlif30-08p with the shurfit inserter. Upon malleting the back end of the inserter to place the cage into the disc space, the tlif cage broke in-situ. The broken piece was not in the disc space and was able to be removed and the procedure completed utilizing a competitor's interbody implant without any further issues. There was a ten (10) minute delay to the procedure reported.

Manufacturer narrative:
H3 device evaluation - engineer's evaluation of the returned cage pieces was not able to determine a failure mode. As a failure mode cannot be determined, the need for corrective action was not indicated. Without lot number identification, review of device history records was not possible. Two-year complaint history review (12.18.2018-12.18.2020) found this to be the only report of this nature for this part number during this time frame.

Event description:
It was reported that the patient underwent a 2 level reform ti and shurfit tlif case (l2 - l4) performed on (B)(6) 2020. Per the surgeons technique, he placed the reform ti screws in first, distracted the l2-3 disc space with a lamina spreader, cleared the disc with general surgical instruments (kerrisons, pituitaries, shavers), and then inserted the 6mm shurfit tlif trial and then the 8mm shurfit tlif trial without any issues. Based on the 8mm trial sizing, he then inserted the tlif30-08p with the shurfit inserter. Upon malleting the back end of the inserter to place the cage into the disc space, the tlif cage broke in-situ. The broken piece was not in the disc space and was able to be removed and the procedure completed utilizing a competitor's interbody implant without any further issues. There was a ten (10) minute delay to the procedure reported.